Event description:
Rec'd not of complaint concerning above product via medwatch form filed by facility. Spoke with clinic manager who states that pts treatment was initiated without incident. Approx 2 1/2 hours into the treatment the pt informed hcp that she "felt something warm." Hcp noted tesio catheter had disconnected from the venous line. The hcp called for assistance and the line was reconnected. The estimated blood loss was 75-100 cc. The pt experienced a transient hypotensive episode, but remained alert and oriented and completed remainder of treatment without further incident. The clinic manager states that the catheter ends appeared to be in good condition and that the venous bloodline appeared normal. Also states that the age of the catheter was approx 3 months (was inserted around the first of the year). The actual sample is available. Medwatch filed for blood loss only. Clinic manager reports that hcp "states that access was secured properly and was visible at all times." A response letter has been sent to the facility.

Manufacturer narrative:
Pir#9800546-actual sample rec'd for evaluation. The sample was visually inspected according to procedure for any mfg defects. No visual defects were noted. The sample was then dimensionally inspected with a ansi luer taper gauge according to procedure and was found to meet dimensional specs. The pt connector was also assembled to a standard female luer and a terumo fistula connector and was found to make a proper connection. Based on the record review and the sample analysis, the complaint as stated, could not be confirmed. The record review did not reveal anything relative to the complaint, nothing that could have caused or contributed to the problem. The sample performed according to specs. Quality systems will continue to monitor this info in future trending. A f/u letter has been sent to the customer. Complaint is closed.